Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose of 500 mg/dl. The customer's blood glucose was 510 mg/dl at the time of call. The customer's spouse stated that they had symptoms of high blood glucose such as nausea and vomiting. The customer's spouse stated that they treated the high blood glucose with the insulin pump. The customer's spouse stated that the drive support cap appeared normal. The customer's spouse performed troubleshooting and did not find air bubbles. The customer's spouse declined further troubleshooting. The customer's spouse also reported that they received power loss alarm and replace battery now alarm. The insulin pump will not be returned for analysis.